Event description:
It was reported that a user splashed cidex plus in the eye when opening a bottle of the solution. User was not wearing the eye protection recommended on the product labeling. The user irrigated the eye and reported that user was fine.